Event description:
It was reported that the pusher wire of a vena cava filter deployment system became caught on the filter during deployment, and while the delivery system was being retracted, the filter was moved from l2 down to the inferior vena cava bifurcation and tilted approx 30 degrees. Imaging demonstrated that 3 to 4 legs were outside of the contrast column, however, extravasation was not observed. Reportedly, the physician observed a lot of resistance during deployment of the filter. The additional force applied to the delivery system during deployment caused the pusher rod to slightly bend. The cava was measured preoperatively by CT, and measured to be approx 28mm in diameter. The pt is asymptomatic and there is no plan for intervention.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. This is the only complaint reported to date for this manufacturing lot number. The filter remains implanted; however, the delivery system has been returned. The evaluation is currently underway.